Event description:
A report was received that the pt would undergo a pocket revision, due to pain at the ipg site and difficulty charging, due to weight loss unrelated to the device. The physician successfully revised the pocket site. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.